Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking luer is confirmed, but the root cause could not be determined. One 20 ga x 0.75 in. Safestep infusion sets were returned for evaluation an initial visual observation showed use residues throughout the returned infusion set. The infusion set was returned with a needleless injection cap attached to the luer of the device. A functional test of pressurizing the luer of the device with water and a 12 ml syringe by clamping the tubing revealed no observable leaking at the luer of the device. A functional test of pressurizing the infusion set with water using a 12 ml syringe with the needleless injection cap attached to the luer revealed sample 1 leaked at the luer/needleless injection cap connection. A functional test of using the female luer taper gauge on each luer and testing the luer with 5 n of force using the chatillon force gauge revealed the luer to be within iso specifications. A functional test of using the male luer taper gauge with the needleless injection caps at 5 n of force using the chatillon force gauge revealed the needleless injection cap to be within iso specifications. A microscopic observation revealed no observable leaking or cracks along the luer of the infusion set. The geometry of the needleless injection cap could not be accurately measured, and no obvious deformation was observed along the threads of the needleless injection cap. Therefore, the specific root cause of the leaking could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that two instances of huber needle safestep leaking at the luer lock connection to the huber needle. Hazardous medications have been exposed to both patients and staff due to the leakage. This report addressed both devices.